Event description:
It was reported to st. Jude medical that the lead was replaced after it had been repositioned due to a sensing anomaly and high thresholds.

Manufacturer narrative:
This reporte in its entirety was completed solely by st. Jude medical, inc., crmd.